Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low creatinine results generated by the unicel dxc 800 pro synchron clinical systems. On (B)(6) 2009, two creatinine results were questioned. Customer reviewed results obtained previous four days and re-tested numerous patient samples. Creatinine results were higher upon repeat and fifty five (55) results were amended. Actual results were not supplied. Unknown if treatment was initiated or withheld based upon the false low results.

Manufacturer narrative:
Qc was acceptable before and after the event. A field service engineer (fse) was dispatched: the fse replaced creatinine stirrer motor which resolved the issue. Hardware issue may have contributed to this event. A malfunction will be assumed for the purpose of this report.